Event description:
The customer reported the ac power cord needed to be replaced. The field engineer noted that the system would not boot up due to low 5v power supply levels. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.